Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further informatison be provided.

Event description:
Boston scientific received information that during the implant procedure of this device and right ventricular lead, no lead issues were observed prior to the helix extension. After the helix was extended, high out of range impedance measurements were observed. Three attempts resulted in similar measurements. In addition, loss of capture was observed. A decision was made to replace this lead with a passive helix lead. This device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. No connection issue was observed or suspected. In addition, the loss of capture did not result in asystole greater than two seconds. There was no suspected malfunction of this device; this device remains in service.